Manufacturer narrative:
The investigation of the reported failure mode has been completed. Product was not returned for review. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. There were no motor current (mc) spikes, abnormal placement signal (ps) or purge issues observed during support. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump was supporting in the ICU when ectopy was observed as well as signs of hemolysis with hematuria. The pump supported til explant after 17 hours.